Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
When product was opened in the or, the inner seal was found to be open. No harm to pt; no surgical delay.